Event description:
Oxygen regulator when turned on makes sound like oxygen is flowing and the flow meter reads flow but no flow through oxygen port. Leak at pressure reducing valve. Very dangerous since one depends on flow meter to show flow. (Dial flow meter not bobbin. )